Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to infection.